Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days after being implanted, the implantable cardiac monitor (icm) was exposed. The device was explanted. No patient complications have been reported as a result of this event.